Event description:
Same case as MDR ID# 2134265-2012-06490. Same case as MDR ID# 2134265-2012-06491. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was in-stent restenosis of three unknown manufacturer's bare metal stents located in the right coronary artery (rca). A non bsc guide wire crossed the lesion then an unknown manufacturer ivus imaging catheter failed to cross the lesion. The target lesion was ablated with a 1.75mm rotablator burr. The unknown manufacturer's ivus imaging catheter was able to cross the target lesion. A 4.0x15mm nc quantum apex balloon catheter was inflated to 12 atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. A second 4.0x15mm nc quantum apex balloon catheter advanced to the lesion and was inflated to 12atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. Ablation with a rotablator 2.15mm burr was attempted; however, an abnormal sound was noted and the burr of the rotablator did not rotate. The burr was exchanged to another same device. Rotational atherectomy was performed, ivus was performed, and then a 3.5x12mm nc quantum apex balloon catheter was inflated to 16atm and the second inflation and ruptured. The nc quantum apex balloon catheter was removed intact. Inflation with a 3.5x10mm flextome cutting balloon was performed. A promus element 3.5x20mm stent was implanted at 20atm. Ivus was performed and the procedure was completed. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID# 2134265-2012-06490. Same case as MDR ID# 2134265-2012-06491. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was in-stent restenosis of three unknown manufacturer's bare metal stents located in the right coronary artery (rca). A non bsc guide wire crossed the lesion, then an unknown manufacturer ivus imaging catheter failed to cross the lesion. The target lesion was ablated with a 1.75 mm rotablator burr. The unknown manufacturer's ivus imaging catheter was able to cross the target lesion. A 4.0 x 15 mm nc quantum apex balloon catheter was inflated to 12 atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. A second 4.0 x 15 mm nc quantum apex balloon catheter advanced to the lesion and was inflated to 12 atm and ruptured on initial inflation. The nc quantum apex balloon catheter was removed intact. Ablation with a rotablator 2.15 mm burr was attempted; however, an abnormal sound was noted and the burr of the rotablator did not rotate. The burr was exchanged to another same device. Rotational atherectomy was performed, ivus was performed, and then a 3.5 x 12 mm nc quantum apex balloon catheter was inflated to 16 atm and the second inflation and ruptured. The nc quantum apex balloon catheter was removed intact. Inflation with a 3.5 x 10 mm flextome cutting balloon was performed. A promus element 3.5 x 20 mm stent was implanted at 20 atm. Ivus was performed and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:the nc quantum apex catheter was received inside the carrier tube (hoop).there was blood in the balloon and inflation lumen. Magnified inspection revealed a circumferential balloon tear 6 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).